Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a twist drill broke during use. The twist drill was removed from the patient. The twist drill was being used at 20,000 rmps. It is stated in IFU 90-274-92-40 "for twist drills with an overall length of greater than 50mm, an appropriate burr guard or drill guide should be used at all times."

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the device history records was not possible due to no lot number being identified. Due to no device being returned the failure root cause cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.